Event description:
The patient was undergoing an ercp in the endoscopy suite. The device was introduced and according to staff, "the stent was deployed and (the) transducer on (the) stent fell off into (the) patient." The transducer was quickly retrieved with no harm coming to the patient.